Manufacturer narrative:
(B)(4).

Event description:
The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and failed. A review of the data log confirmed the reported event of loss of connection. The probable cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.